Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Healthcare professional right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Additional data: explant date is unknown. Device evaluation: analysis of the returned device identified: opening curved on posterior, underweight and black particles. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Device has been explanted.